Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced infection. The existing app was explanted and replaced with a tactra device as a placeholder. Several months later, the malleable device was explanted and replaced with a new inflatable penile prosthesis (ipp). No device issues and no further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced infection. The existing app was explanted and replaced with a tactra device as a placeholder. Several months later, the malleable device was explanted and replaced with a new inflatable penile prosthesis (ipp). No device issues and no further patient complications were reported.